Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the ECG data from the event was returned. Evaluation of the data file showed the ECG is exaggerated from baseline wandering and CPR motion artifacts. The ECG is lost for over two minutes, then the ECG is intermittently acquired and lost again with dashed lines. We recognize this is a patient coupling issue but could not firmly established cause since electrode pads were not returned as part of this investigation and the lot number was not available. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown), smoke/arc was seen from the electrode pads. Complainant indicated that there was a return of spontaneous circulation.